Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, water tightness is lost, corrosion on electrical contact of video connector and no image is found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed. Based on the investigation, due to a cut on universal cord, water tightness is lost and cause of other reported malfunction was traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscopes showed the video image had noise during inspection for use. There were no reports of patient harm.